Event description:
On (B)(6) 2025, it was reported that the user¿s blood glucose rose to 401 mg/dl after announcing a high-carbohydrate lunch as a usual meal. A friend assisted out of kindness, but no medical intervention was required. The ilet continued delivering correction doses.